Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that cryosolutions 10pk cartrg (33516) continues to leak after being repaired. There was no patient involvement; therefore, no injuries, deaths, or surgical delays were reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. Please note that we submitted an initial MDR for this complaint in error. The complaint received does not meet the criteria for reportability; however, it was previously deemed reportable due to an error in the risk severity selection of the investigation record. As a result, we withdraw the initial submission, as there is no reportable event.

Event description:
N/a.